Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fractured and was associated with organ perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported organ perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter fracture, organ perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that patient underwent placement of a trapease vena cava filter. At some point post implant, the patient became aware that the filter had tilted and fractured and was associated with organ perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), perforation of struts into organs, tilting fractured filter struts retained in the body, approximately thirteen years and nine months post implant. The patient also reported experiencing a clotted vena cava, chronic pain, and swelling in both legs, inability to stand or sit for long periods of time, depression and anxiety related to the filter. Approximately five years and ten months post implant the patient underwent a computed tomography (CT) angiography (cta) and a CT venogram. The cta reported excellent opacification of the distal thoracic aorta, abdominal aorta and iliofemoral branches. The aorta, the celiac axis, superior and inferior mesenteric arteries, bi-renal arteries, common, internal and external iliac arteries, and both deep and superficial femoral arteries were noted as widely patent. The CT indicated that the intrahepatic ivc appears compressed which may be related to diffuse fatty infiltration of the liver. A trapease filter was noted in the inferior vena cava (ivc) at approximate l3 level. There is wide patency of the renal veins and the ivc above the renal veins. There is also likely patency of the ivc between the caval filter and the renal veins. The indication for the filter placement, procedural details and the patient¿s medical history have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and the vessel anatomy, specifically asymmetry and tortuousness. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. These events were not noted in the imaging reports that were provided. Blood clots and thrombosis/occlusion within ivc or vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and or pain of the affected extremity. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Pain, leg swelling and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter fracture, organ perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. About five years and ten months after the filter was implanted the patient underwent a computed tomography (CT) angiography (cta) and a CT venogram. The cta reported excellent opacification of the distal thoracic aorta, abdominal aorta and iliofemoral branches. The aorta, the celiac axis, superior mesenteric artery (sma) and the inferior mesenteric artery (ima), renal arteries on both sides were noted as widely patent. The common iliac, internal iliac and external iliac arteries were also widely patent along with both the deep and the superficial femoral arteries. The CT indicated that the intrahepatic ivc appears compressed which may be related to diffuse fatty infiltration of the liver. A trapease filter was noted in the inferior vena cava (ivc) at approximate l3 level. There is wide patency of the renal veins and the ivc above the renal veins. There is also likely patency of the ivc between the caval filter and the renal veins. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), perforation of struts into organs, tilting fractured filter struts retained in the body, becoming aware of these events approximately thirteen years and nine months after the filter implantation. The patient further experienced a clotted vena cava, chronic pain and swelling in both legs, inability to stand or sit for long periods of time, depression and anxiety related to the filter.